Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: subacute thrombosis (sat) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient presented with unstable angina in 2009. Coronary angiography was performed which revealed a lesion in the proximal left anterior descending artery (lad). Percutaneous transluminal coronary angioplasty (ptca) was performed and a 2.75 x 18 mm rx xience v stent was deployed. The end results were good and the patient was discharged from the hospital on dual ant-platelet therapy three days later. However, five days later, the patient experienced acute chest pain (angina), which required hospitalization. Coronary angiography was performed and it was noted that there was subacute thrombosis (sat) in the xience v stent, which required treatment with additional ptca via the implantation of two overlapping xience v stents (2.75 x 28 mm and 2.75 x 18 mm). The patient was discharged from the hospital asymptomatic in the same month. No additional event or patient information is available.

Manufacturer narrative:
Angina and thrombosis, in the IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Additionally, angina, thrombosis, and hospitalization are listed in the risk assessment matrix, as no-fault post-procedure complications. Since, there was no reported product malfunction, there does not appear to be any indications of a quality deficiency. In this case, it is possible that the angina was a secondary effect of the thrombosis, which required hospitalization and treatment with two additional xience v stents. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.